Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 7/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 6/17/2016 with the following findings: during visual inspection of the pump, it was observed that the returned battery cap and a test cap were able to be attached and removed from the pump without defect or difficulty. The investigation was unable to duplicate the initial complaint alleging that the battery cap could not be removed from the pump. It was also observed that the top slot of the returned battery cap was damaged and one battery cap contact height was out of specification. The battery contact width was within specification.